Manufacturer narrative:
Evaluation summary: it was reported the plate was further tested in the field prior to return. Inspection of the threads found no visible damage to indicate a significant change in the minor diameter in the field, although this possibility cannot be ruled out at this time. All the threaded conical locking screw holes were checked with a functional gage, which passed through 2 holes. All inventory at zimmer was inspected with the functional gage and all parts in inventory were found conforming. This is the only complaint of this nature which has been received for this part number series. The cause cannot be definitively determined. Zimmer will continue to monitor complaints. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. The lot number is not etched on this size implant.

Event description:
It is reported that the screw pulled through the second most distal hole of the fixation plate. A different style of plate was used to complete the surgery, which involved additional holes to be drilled.